Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, fractured sl PICC that was removed due to leaking. Additional information provided 10-jun-2025: patient came to ER for PICC not working/leaking. When I assessed the PICC, I removed the dressing to check for kinks and when I flushed it, I saw the fluid exit the insertion site. I pulled the line and reported the fracture that was present. I then placed a new line in the left arm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Two photographs of a single lumen powerpicc were returned for evaluation. An initial visual observation of the photographs showed a split in the catheter shaft just proximal the 11cm depth marking. The catheter was observed to kink at the split. No further details of the split could be discerned from the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.